Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During decon, unit did not fill until harness was plugged back into circulation pump. Evaluation showed there was no suction from left port of manifold. Female side molex electrical connector had separated from the circulation pump motor leaving it without power. Further investigation of the motor housing showed that the male side in the motor housing was pushed into the housing. Replaced the circulation pump motor and secured the circulation pump connector to the circulation pump motor. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per additional information updated from ttm on 27feb2026, biomed stated sn dygxal030 was giving alarms 01, 02, and 41. They emptied the reservoir and was trying to fill it, but it was not taking up any water. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction from left port of manifold. Biomed requested 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per additional information updated from ttm on 27feb2026, biomed stated s/n: (B)(6) was giving alarms 01, 02, and 41. They emptied the reservoir and was trying to fill it, but it was not taking up any water. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction from left port of manifold. Biomed requested 2000-hour service.